Event description:
It was reported that the shaft of the pk dissecting forceps instrument has scratches on it. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the distal end of the main tube has various randomly oriented deep scratches with material removed from the main tube. Based on the location and appearance, the scratch marks are most likely caused by instrument collisions. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instruments intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument. Engineering also observed the instrument is missing one release lever. The housing is intact but likely came off in order for the lever to fall out, indicating that the instrument ws mishandled. No other damage was found.